Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure (male patient; age and weight are unknown). According to the complainant, the clip would not deploy during the procedure. The procedure was completed with another of the same device with no patient complications. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The product was returned for analysis. Upon investigation, the clip assembly was found deployed and not returned with the device. The bushing was located inside the over sheath approximately 0.25"" from the distal end. The yoke was still attached to the control wire. The complaint description did not correspond with the complaint analysis. The root cause could not be determined and without the clip assembly no further investigation can be done. Therefore, the complaint was not confirmed. A review of the design history record showed the lot to be manufactured in accordance with the dmr.